Manufacturer narrative:
Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported feeling pain under the belly button with subsequent hospital visit and diarrhea. There is no documentation to show a causal relationship between the adverse event and the liberty select cycler. Additionally, per the pdrn the patient¿s symptoms were related to food which the patient consumed. There is no allegation of a machine malfunction or deficiency related to the liberty select cycler for this reported event. Although a direct causal relationship could not be confirmed, a temporal relationship between the patient's pd treatment and pain with subsequent hospitalization remains. Should additional new information be made available this clinical investigation will be reevaluated. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support while in dwell two of four to report pain under their belly button area. The patient stated that the pain started two days prior and they went to the hospital where they were told it was related to a virus. The patient went into a stat drain where they had drained 600ml of an expected 2295ml, and then determined they needed to go to the hospital. The treatment was then canceled. Follow-up with the peritoneal dialysis registered nurse (pdrn) confirmed that the patient¿s symptoms were related to something they ate resulting in an episode of diarrhea and was not related to a virus. Per the pdrn the pain was caused by this one time event and the patient has since recovered. The patient continues to complete pd therapy with the liberty select cycler with no reported issues.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.